Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the device revealed no signs of physical damage or contamination. The reported event was confirmed via review of the controller log files, which revealed multiple premature power switching events on the date of the reported event. Analysis of the device revealed that the device met specifications; the controller passed visual inspection and functional testing. The reported power switching event could not be duplicated at bench level. Log file analysis indicates that the most likely root cause of the reported event is a communication error between the controller and battery. Heartware has opened an internal investigation to evaluate these types of issues. No additional information will be forthcoming.

Event description:
It was reported that the patient went to the outpatient clinic because when connected on port two (2) of the controller, one battery continuously switched to port one (1). The log files were analyzed and no abnormal battery or controller behavior was seen. On advice from the manufacturer's technician, the controller was exchanged. The battery connected to port two (2) on the controller is still in use since the controller was switched with no further problems. The controller switched between ports with all connected batteries, so it was concluded that the problem was with the controller and not the battery.

Manufacturer narrative:
The pump remains implanted. It was indicated that the controller will be returned; however, it has not been received for analysis. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. A review of the received log files found no alarms had been logged in the last 14 days up to and including the event date ((B)(6) 2014 - (B)(6) 2015). Device remains implanted.